Manufacturer narrative:
The field service engineer (fse) was not onsite for this event. The customer do not know how to confirm the quarantine file list. The customer technical specialist (cts) tried providing instructions to the customer on how to accept or reject files but customer was still unable to. Cts advised customer to place service for fse to recover data as customer could not. Customer satisfied with planned action. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
The customer reported fl4 amp board warning on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.